Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 50% to 14% over the course of 7 months. No data analysis from this device was performed. This device remains in service. A replacement procedure is planned to be performed. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the explanting facility.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 50% to 14% over the course of 7 months. No data analysis from this device was performed. This device remains in service. A replacement procedure is planned to be performed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.